Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was being repositioned when it became difficult to withdraw or advance the lead. After removing the introducer and the lead it was visible that the insulation on the lead had bunched and was no longer able to fit through the introducer. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented the lead was returned with minor attempted implant damage on the outer insulation. Introducer insertion test was performed without difficulty or resistance.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.